Event description:
The pt experienced am intracranial hemorrage after successful bilateral deep brain stimulation. The pt remained in the ICU for several months, during which pt experienced a pneumoperitoneum and respiratory failure. The pt was eventually discharged home and then re-admitted four days later. Sixteen days after this admission the pt passed away. The cause of death is still unknown, awaiting the final autopsy report. A f/u report will be sent when add'l info is rec'd.